Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and while in the procedure temperature stopped being displayed on the generator, which is not indicative of an MDR reportable event. Nevertheless, during troubleshooting of the temperature issue, patient suffered a cardiac tamponade that required pericardiocentesis and 2 liters of blood were removed. The patient was reported to be in stable condition at the time the complaint was reported. It was noted that this patient had a medical history of obesity. The physician¿s opinion regarding the cause of this adverse event is that this is due to multiple cardioversions while the catheter was in the atrium. Settings during the event include: power control mode between 25 watts for the posterior wall and 35-40 watts for anterior ablation lines, temperature cut-off at 42 degrees and temperature displayed between 35-38 degrees, impedance around 140-160 ohms, irrigation flow varied from 2ml flow while mapping, 30ml during ablation over 30 watts and 15ml under 30 watts. Patient was receiving anticoagulation therapy and the activated clotting time was between 300-350 seconds. Two transseptal punctures were performed with a brk needle and also a mobi and an sl1 sheath were used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17222676m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown. Product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. Product name: mobicath¿ bi-directional guiding sheath, us catalog #: d140011, lot #: w2832530. Non-bwi concomitant products: acunav catheter, stryker lasso catheter. (B)(4).